Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed but not verified. The analog board was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.